Event description:
A malfunction alarm occurred, displaying malfunction code 9 with fault ID 9_0x20f1. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, which resolved the issue, and they were advised to continue using the pump and report if the issue recurs.